Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that fragments broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, fragments from the harmonic ace curved shears broke off and fell inside the patient. The customer reported a harmonic instrument broke inside the patient and fragments fell inside the patient. The broken fragments were retrieved during the same procedure. There was no report of patient harm, adverse outcome, or injury.